Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4207vf intraocular plate lens. The lens was inserted into the eye and fell into the vitreous as a result of a capsule tear. Subsequently a vitrectomy was performed. There was no pt injury and the pt is doing well. A back-up lens was used.